Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that impedances were taken in multiple head positions which were all normal. An x-ray of the wires was all taken which looked normal, and no damage seen. It was stated that the dfall was prior to the oor message and was due to loss of balance/did not cause the oor. No action was needed on the fall as there was no injury, and the patient was switched from constant current to voltage on (B)(6), resolving the oor issue. No further complications are anticipated.

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that the patient saw an out of regulation (oor) message on their patient programmer. The hcp reported that the patient first saw the oor message 2 weeks ago when the patient tried to increase the stimulation, and then again 2 days ago when trying to increase the stimulation. The hcp reported that the patient recently got switched to constant current and was at constant voltage with settings: left stn: 2.0v and right stn: 4.5v. The hcp reported that an impedance check on the patient's left stn didn't show any issues, at 2392 ohms and 1.982 ma; however, the right side gave caller xxx. The hcp reported they switched to voltage mode and ran the impedances again. They reported that the left side showed 3096 ohms at 0.234 ma, and the right side showed 2156 ohms at 2.421 ma. The hcp specified that these readings were for group c, which was the group the patient was using. The hcp reported that when they tested impedances on group b, the left side gave them "---". The hcp reported that the patient's current programming on group c is: left stn: 2-+3 at 0.80 v, 60 usec, 130 hz, right stn: 10-+8, 5.10v, 60 usec, and 130 hz. The hcp also reported that on (B)(6) 2017, they tested the patient's impedance and it showed high impedance on the left side. The hcp reported that they are recommending an x-ray to check for connection issues. No patient symptoms were reported. No further patient complications have been reported as a result of this event.